Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported per the customer's "veritas" report: "hang the magnesium around 1:37pm and informed the pt to finish after 2 hours, but after 35 mins the pump beep and my co nurse checked it and it is already consumed even the normal saline 250 and magnesium is secondary. We even double checked the rate, but it is correct. Pt complaint only of pain on the site and nothing else. I let the provider, pharmacy and my case manager". The customer did later mention that there was no patient harm noted with the event.

Event description:
It was reported per the customer's "veritas" report: "hang the magnesium around 1:37pm and informed the pt to finish after 2 hours, but after 35 mins the pump beep and my co nurse checked it and it is already consumed even the normal saline 250 and magnesium is secondary. We even double checked the rate, but it is correct. Pt complaint only of pain on the site and nothing else. I let the provider, pharmacy and my case manager". The customer did later mention that there was no patient harm noted with the event.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary : the report of the device over-infusing magnesium was not confirmed through a review of the device logs and was not replicated during laboratory testing. ¿ results from a timed rate accuracy and unregulated flow testing demonstrated the device to be delivering fluid within specification. No issues of the device presenting an unregulated flow condition were observed. ¿ testing could not be performed on the administration set as it was not returned for investigation. ¿ a review of the suspect pump module error logs showed no malfunctions related to the reported incident. ¿ a review of the devices event logs, it was identified that a magnesium sulfate intermittent (drugid=286) secondary infusion was found on suspect pump module s/n (B)(6). No infusion of normal saline with a volume to be infused (vtbi) of 250ml was found on neither of the received pumps. ¿ on (B)(6) 2025 at 2:30 pm the suspect pump module s/n (B)(6) alarmed air in line. ¿ at 2:30 pm the suspect pump module s/n (B)(6) alarmed air in line. ¿ at 2:36 pm the user channeled off the unit. Pvi=0.07 ml. Svi=13.13 ml ¿ it is unknown why the infusion that was supposed to last 2 hours was stopped after only 40 minutes approximately ¿ internal and external inspection of the pump module found no irregularities. ¿ alaris system user manual (v12.3.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the alaris system secondary infusions tip sheet has the following warnings for backpriming techniques: ¿ secondary applications require the use of a check valve or clamp on the primary IV line in order to prevent backflow of secondary medication into the primary line. ¿ the secondary administration set must be primed prior to beginning the secondary infusion. ¿ the secondary solution container must be higher than the primary solution container. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: ¿ suspect pump module s/n: 16402584 work order (wo): 01833816 please replace the mechanism assembly as it was disassembled during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device over-infusing magnesium was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.